Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC catheter presented breaking / detaching between the silicone flags and the body of the catheter (butterfly end). Insertion on (B)(6) 2020 and incident on (B)(6) 2020. The incident exposes the patient to the risk of contamination, hemodynamic instability and infections, since it may have contamination of the solutions in infusion or extraction of the same, in addition to the risk of hemorrhage. Central peripheral insertion catheter per-q-cath plus bard.